Manufacturer narrative:
Clarification to d6a: partial date of 2001 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture¿ diagnosed via CT scan. This record is for the right side. Device remains implanted.